Event description:
The device was used during a hernia repair procedure. Reportedly, the suture knots were loose. The surgeon performed a re-operation to correct the condition. The hosp has reported no pt injury occurred.